Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted, concurrently with a tah, bso, abdominal sacropexy, enterocele repair, paravaginal repair, cystoscopy, laparoscopic cholecystectomy due to pop, dysuria, bladder pain, chronic cystitis, incomplete bladder emptying, gall stones. It was reported that following insertion the patient experienced pain, infection, & urinary/bowel problems. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.